Event description:
It was reported that the drill broke during t2 ankle surgery. There was a 20 min delay in surgery. No adverse consequences to the pt.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.